Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a small volume folfusor leaked due to tubing that separated from the device. This occurred during or after filling with an unknown baxter-compounded drug before patient use. There was no patient involvement. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This lot was manufactured june 22, 2014 to june 24, 2014. The device was not available for evaluation, however photographs were provided. A photo inspection noted that the tubing was separated at the solvent-bonded junction of the stress-member. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.